Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.